Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery. Following predilation with 2.5 and 3.0 non-compliant balloons, a 3.50 x 24mm promus premier select stent was deployed to treat the target lesion. The physician suspected a non-flow limiting edge dissection in the proximal lad. After prolonged dilation with an nc balloon was performed, another stent was deployed to seal the dissection. The procedure was successfully completed. There were no patient symptoms related to the dissection and the patient fully recovered.